Event description:
Patient was treated bilaterally with iontophoresis. This device was used on the left forearm over a meaty area. The same type of electrode was used bilaterally, with 2 different machines. The patient tolerated a dose of 40 ma/min and current of 1.5 ma on the left. He tolerated 2.5 ma on the right with a different machine. The patient had no c/o of discomfort during the treatment. When the electrode was removed on the left arm, there was a head of a pin size burn in the center of the placement of the electrode, light brown in color.